Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling, the stapler made a strong crack and it was not possible to re-use the device. The handle was also soft. The stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle. They opened a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.